Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with a surgical lead on (B)(6) 2004 for unilateral shoulder, hand and arm pain. It was reported that the pt is having difficulty increasing the amplitude for her stimulation. Diagnostic tests revealed invalid impedance readings for two lead contacts. In an effort to resolve this matter, the pt was reprogrammed and effective stimulation was recaptured. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the lead.